Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose over 600 mg/dl with vomiting associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the patient received a total daily dose max warning. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: the black box started on (B)(6) 2016. Due to continuous use of the pump, the black box data/histories for the event have been overwritten. The total daily dose (tdd) warning was unable to be verified on the date of the event. There was no evidence of tdd warnings in the available pump history. The pump was returned with the max daily delivery set to 126.0u. The pump was exercised for 24hrs with no tdd warnings duplicated. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.